Event description:
It was reported that the right ventricular lead exhibited elevated capture threshold and low r waves. The lead could not be repositioned because the helix would not fully retract. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.